Event description:
It was reported that the insulin pump alarms no deliver. The current blood glucose reading is 508 mg/dl. Customer has treated with insulin pump. During troubleshooting, the customer has a bent cannula. Customer also stated that she feels the insulin pump is delivering too much insulin. Customer also stated that the insulin pump delivers insulin without programming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.